Event description:
The physician used a wilson-cook eclipse ttc wire guided balloon dilator to dilate a stricture in the common bile duct. The balloon could not be placed in the strictured area. Removal of the stylet to advance a wire guide was attempted. The top of the stylet lodged in the balloon catheter. Force was applied in an attempt to remove the stylet. At this time, the stylet stretched and penetrated the finger of the assisting nurse. The device was removed from the endoscope and another dilation balloon was used to complete the procedure. The nurse's finger was covered with adhesive tape and did not require additional medical attention. There was no pt impact due to this occurrence.